Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 285 mg/dl, 141 mg/dl, and 127 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
(B)(4).